Event description:
The customer reported to olympus, the evis exera iii xenon light source image vanished one the first endoscope connected. Further endoscopes were attempted. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause the reported event could not be identified. However, it¿s likely the cause is related to dirt and a worn-out scope socket. Olympus will continue to monitor field performance for this device.